Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2008 with a bifurcated stent and infrarenal aortic extension. On (B)(6) 2016 a follow up computed tomography (CT) done on (B)(6) 2016 showed a possible type 3b endoleak with aneurysm sac growth. The patient has not been scheduled for a secondary procedure at this time and is reported to be in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the aneurysm sac growth and a type 3b endoleak of the main body. Additionally clinical found evidence to reasonably suggest the a type 2 endoleak observed on imaging from (B)(6) 2016. The clinical evaluation additionally found the following potential contributing factors to the reported event; calcium in the anterior aortic wall and patent lumbar arteries. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine a root cause of the reported event. There have been no additional adverse events reported for this patient.

Event description:
On (B)(6) 2016: additional information, it was reported the patient had a subsequent endovascular procedure on (B)(6) 2016. The physician elected to implant an additional infrarenal aortic extension and a suprarenal aortic extension to seal the leak.